Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a benchmark bmx96 access system (bmx96). During the procedure, after performing one pass in the target vessel using the red72, the physician decided to remove the red72. While retracting the red72, the physician noticed that the distal length of the catheter was not retracting and observed under fluoroscopy that the red72 was becoming stretched and damaged. The physician was then able to remove the entire red72 from the patient. The procedure was completed using a new red72 and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.